Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that patient is in the clinic today for low rv amplitude. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)